Manufacturer narrative:
Pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarm or pump error 82 alarm noted. Pump programmed with a basal rate of 7.0u/hr and monitored. All basal rates registered properly in the pump history summary and no unexpected pump error 26 alarm noted. However, pump error 63 alarm (3) confirmed in the pump history due to cold solder joint on u1 keypad assembly. Pump received with scratched case, pillowing keypad overlay, cracked case behind the pump near the battery compartment, missing display window cover and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had power errors, loud sounds from the motor, and insulin flow blocked alarms. Blood glucose level at the time of the incident was 13.6 mmol/l. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.